Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a patient treatment record issue.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. From reviewing the log files it was established that one field with 115 control points was sent by mosaiq to the treatment machine with only 67 control points but with the total number of monitor units for the field. This issue was due to mosaiq receiving incomplete data when reading the sql database. For a standard fractionated or a hypo-fractionated treatment, this issue would be insignificant, however, for a one fraction treatment, dose errors in excess of 5% could occur. Although the severity would be considered serious the probability of this occurring is considered incredible. Mosaiq would display that a gantry stop angle mismatch had occurred and the user upon this notification could take action to review and correct the remainder of the treatment. Based upon available information the mistreatment to the patient has been assessed by elekta physics as insignificant. The product has been in the field for over 15 years and there have been no previous reports of this issue . The software defect will be fixed in a future release.